Manufacturer narrative:
Date of event was estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000025375.

Event description:
It was reported that the patient had lead migration of the left lead. Surgery took place on (B)(6) 2022 and the lead was replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.